Event description:
It was reported the za9003 model intraocular lens (iol) was fully inserted into the patient¿s ocular dexter (right eye) and removed due to bent haptic. Another back-up of the same model za9003 21.0 diopter iol was used to successfully complete the procedure. There was no serious patient injury and no suture(s) however, the incision was enlarged and a vitrectomy was performed. Patient outcome post-procedure was reported as currently hand motion (hm). The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4625 was used to capture the unplanned vitrectomy and incision enlarged. Section h-6 health effect - clinical code: 4581 incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.